Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had an absence of no delivery alarm. The customer reported that she had high blood glucose levels of 13 mmol/l to 16 mmol/l. The customer reported that she treated herself with correction. Troubleshooting was performed. The insulin pump passed the high pressure rtest and insulin pump delivered perfectly. Product is not expected to return.